Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell and the touch screen became shattered. Contact alleged that pump became non-functional as customer's blood glucose rose to approximately 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.